Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that when the patient was in the pacu, the user attempted to prime 6 epidural pcea sets however each set failed to prime due to occlusion in the line. There was no report of patient harm. The pain team was notified and the patient was transferred to the ICU to see if their epidural pcea sets would prime. The patient was transferred to ICU and was not in any distress or increase pain due to the event.

Event description:
It was reported that the epidural pcea set was attempted to be primed 6 times while in the pacu, however each set failed to prime due to an occlusion in the line. The pain team was notified and the patient was transferred to the ICU to determine if their epidural pcea sets would prime. There was no report of patient harm, and there was no distress or increase pain due to the event.

Manufacturer narrative:
The customer¿s report that the set failed to prime due to occlusion in the line was confirmed. Visual inspection under a microscope of the engagement between the check valve inlet port and the pvc tubing identified an obstruction caused by excessive solvent. Functional testing observed that the fluid would not prime the sets. The root cause for the occlusion was identified as excessive solvent being applied during the manufacturing process.